Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 2490c7 remote monitor; 6935 implantable tachy lead (B)(6) 2010; 5568 implantable pacing lead (B)(6) 2010; 4196 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the device reached early battery depletion, lasting a little under three years. It was also reported that thepatient was manually trying to download to the remote monitor every day resulting in shortened battery life. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.